Event description:
Hcp reported device did not work. The device system was explanted and two of the devices were returned to the manufacturer for analysis. Hcp reported the paddle remained in the epidural space. The lead tail cut off. A follow-up report will be sent when additional information is received.